Event description:
Follow-up revealed the patient's ipg and adapters were explanted. The adapters were explanted for an issue reported under MFR. Report#: 1627487-2020-23552 and MFR. Report#: 1627487-2020-23553.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient has been experiencing pain at their ipg site. In turn, the patient plans to undergo surgical intervention on a later date.